Event description:
From (B)(6) 2022 - (B)(6) 2023 we had 51 (fifty-one) needlestick incidents where medical professionals used the tkmd safety needle devices to give immunizations and the device was reported by the healthcare professionals as faulty. Examples were "the flip safety cover did not lock in place or took incredible strength to lock in place", "the needle cover would not fully cover the tip of the needle leading to the exposed needle tip grazing the healthcare professionals' skin", or that the device was "cheaply made and when attempting to engage the safety cover it detached from the syringe and would not click into place". Furthermore, using a one hand flip technique with this device using a table or hard surface "was almost impossible as the safety cover would not "engage" over the dirty needle." Lot numbers include but are not limited to the following (20210119, 20201107, 20210116, 20210223, 20210307) and many more.